Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Cls brevius kinectiv rasp size 8; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that on the rasp straig.stem mod. Lat. 8.75 there was no lat inscription.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified. A trend analysis has been initiated. Compatibility check: the compatibility check could not be performed as only one product type was reported to us. The product compatibility check is not relevant for one product type only. Review of incoming information: it was reported that on new equipment there is no "lat" inscription on the rasp. No other documents were provided. Devices analysis: the 5 reported rasps were returned for investigation. The rasps were returned unpackaged. On all the rasps the "lat" inscription is visible. The "lat" marking is thin but is legible. All the rasps were returned to zimmer (B)(4) and performed according to their specifications. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).